Manufacturer narrative:
(B)(4). The customer reported that the device "can't open." There was no report of pt involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The energy select switch was replaced to resolve the issue. This is consistent with an energy select switch malfunction resulting in the device failing to power up (can't open).

Event description:
The customer reported that the device "can't open." There was no report of pt involvement.